Manufacturer narrative:
No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.